Event description:
It was reported that when the patient exercised or sat down, she experienced pain at the neurostimulator site. The pain was most pr prevalent while sitting. The implantable neurostimulator (ins) had been ¿achy¿ since implant. The patient had to lean to her right side to sleep due to the discomfort. It was stated that the ins was implanted too low in her buttocks and the healthcare provider (hcp) recommended to move it up surgically. The ins had been checked a few weeks ago. The patient was to have the device surgically moved and was waiting for an insurance card to get the revision scheduled. It was noted that the patient would like to do the surgery this month.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).